Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's motor was not properly moving while rewinding their insulin pump. The customer's mother stated the motor issue was recurring. The customer's blood glucose was 100 mg/dl at the time of the call. Troubleshooting found the customer's insulin pump passed a self test and displacement test. The mother also stated the insulin pump may have been exposed to a magnetic resonance imaging machine. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.